Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was overdischarged. The reporter stated a physician mode recharge (pmr) successfully reset the ins, but the ins would not hold a charge. It was noted the patient had their ins replaced on 2013 (B)(6). It was further noted that there were no patient symptoms. It was noted the manufacturing representative saw the patient on 2013 (B)(6) and they were getting good therapy.

Manufacturer narrative:
Product ID 3708260 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3998 lot# v010366, implanted: 2006 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of neurostimulator model 37713, serial #(B)(4) showed no significant anomalies and showed a reduced battery capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.